Event description:
Patient states they previously had an axonics implant. That didn't work like they said it would, then they took that out. Patient has a bladder problem that if they even think about a drink of water they have to go to the bathroom. Patient states the problem started in 2016 when they had the axonics implant. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).